Manufacturer narrative:
Insulin pump shows blank display, audio/beep anomaly or vibrate anomaly noted. Pump had no button response due to moisture damage on keypad traces. It had cracked reservoir tube, cracked case at display window corner (lowerleft and lower right corners), moisture damage on electronic assembly and moisture damage on motor. No damage noted on isolation tape on lcd/b. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had blank display and keypad anomaly. The blood glucose at the time of the incident was 76 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.